Manufacturer narrative:
Concomitant products: product ID 748951, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 748951, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3998, lot # v007911, implanted: (B)(6) 2006, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
The consumer reported that their stimulator had not been working. They were able to recharge the implantable neurostimulator (ins) but could not turn the stimulation on. The patient had ¿tried everything¿ but the issue had not resolved. They were able to connect to the normal recharge screen with coupling bars but could not turn the stimulation on with the recharger and the patient programmer was not working. Specific device screens were unknown. There were no patient symptoms reported. The patient was indicated for complex regional pain syndrome type ii and spinal pain. No causes, interventions, or outcome were reported with this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
The patient reported they thought there may have been a "reposition antenna" screen. They explained that they had met with a manufacturer representative who was no longer with the company and had been instructed to "drain the battery and then recharge." They stated they had attempted to do this on their own, but were unsuccessful and did not pursue it further. The patient explained they were not using their implant very often, only when their pain was extreme and couldn't handle it. They also noted that other stimulation issues were occurring such as being "zapped" when turning their neck, being unable to drive with it, can't sleep with it on, and basically needs to be sitting still. The patient later reported that their "remote" would charge, but that their stimulator did not work. No steps had been taken to resolve any of the patient's issues, as the patient explained they needed to see a manufacturer representative due to being in a discharged/sleep state. The patient's issues remain unresolved.

Event description:
Additional information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins) for the treatment of complex regional pain syndrome type ii and spinal pain. It was reported that the patient has had issues on and off, and the patients battery died again. The hcp stated that it is unusual for a rechargeable battery to last this long. The patient is going to have the device replaced. The cause of the issue was unknown, and the issue will be resolved with a new stimulator.

Event description:
Additional information was received from the patient stating that they notified their managing physician about their stimulation not working. It is noted that the issue started in 2014 but they were unable to book an appointment until 2015. It was reported that their stimulation just suddenly stopped working one day and they were unable to use the "control" to activate their stimulation. The patient has made an appointment to have the issue resolved.